Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis indicates that the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicates damaged at implant. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in the atrium but was not used due to difficulty extending and retracting the helix while in position. The lead required many turns with the helix not fully extending. A new lead was used to complete the implant. No patient complications have been reported as a result of this event.